Event description:
Customer reported that he woke up with a blood glucose level of 267 mg/dl and noticed he had a bubble in the reservoir; treated with manual injection. Customer stated, he was unable to prime out the bubble. He does not refrigerate his insulin and did not rewind with a reservoir in place. Customer was going to change the infusion set later. Customer declined to troubleshoot as he was low on insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.